Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was found to under infuse. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The event history log review was performed. The customer reported event date had no events recorded on that date. The last date of use was nearly a month prior to the reported date. The biomed options were entered, however an infusion was not programmed or run the last day of use. The reported condition was verified. The cause of the condition was determined to be an out of adjustment pressure plate. The pressure plate requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed to infuse. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.